Event description:
It was reported that the advocate of the patient with this pacemaker system called technical services (ts) and reported patient had experienced syncopal episodes. Ts advised the patient to contact the physician for further evaluation. At this time, no adverse patient effects were reported. This pacemaker remains in service.